Event description:
It was reported that the device's battery is not charging. There was reportedly no patient involvement. The customer requested to return the device to the bench for evaluation and repair. The bench tech evaluated the device and determined that the ac power module is defective. Upon conclusion of the evaluation, it was determined that this was a malfunction of the ac power module, the replacement for which was ordered. The device was returned to the customer site and no further evaluation is warranted at this time.